Event description:
It was reported the patient is not receiving adequate coverage. Reprogramming was successful. X-rays revealed lead migration. The patient plans to discuss the next course of action with her surgeon.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.